Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the empty pump was resolved. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 750mcg/ml clonidine at 359.55mcg/day, and 15mg/ml dilaudid at 7.191mg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump had alarmed once per hour and sounded like the non-critical alarm. The hcp checked the previous programming and the low reservoir alarm should've occurred on (B)(6) 2017 . The current flow rate was 0.4794ml/day. Technical services explained that based on the flow rate and the low reservoir alarm date the pump would be empty. The hcp stated the patient believed they heard the alarm on (B)(6) 2017 and was having no therapy issues at the time of the report. No further complications were anticipated/reported. Additional information was received from a healthcare professional. It was reported that the empty pump was confirmed. The cause of the empty pump was that the wrong date was given to the patient to return for a refill. The patient had meds sent overnight and the meds were delivered the next day. No further complications were anticipated/reported.